Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  As the qc recovery was acceptable, there was no indication of a performance issue of the reagent or the instrument.

Manufacturer narrative:
The field service representative found an issue with the patient samples. The customer ran a precision check. The investigation is ongoing.

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results from the cobas integra 400+ analyzer after the analyzer was moved on (B)(6) 2021. Patient 1 initial result was 0.4 mg/dl and the repeat result was 1.0 mg/dl. After recalibration, the repeat result was 1.1 mg/dl. Patient 2 initial result was 0.6 mg/dl and the repeat result was 1.2 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number was 53860501 with an expiration date of 31-dec-2022.